Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of and the treatment for the peritonitis was not reported. The patient was not hospitalized for the event. No further information was provided regarding the outcome of the peritonitis event or whether extraneal therapy was ongoing. No additional information is available.